Event description:
It was observed that during the device inspection, the rhino-laryngo videoscope exhibited chipped glue on distal end (objective lens). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the complaint is d02 - cause traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.